Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization for high blood glucose. The blood glucose reading at the time of the event was 970 mg/dl. Customer was not feeling well, nausea and vomiting. Diagnosed with diabetic ketoacidosis. Customer's current blood glucose reading is 55 mg/dl. Treated with juice. During troubleshooting, time and date are correct. Programming is correct. Manual prime is correct, insulin exited the insulin pump. High pressure test passed. Nothing further reported.